Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a recanalization procedure for a highly calcified and stenotic anterior tibial artery for an occluded vessel, the distal tip of the recanalization catheter allegedly detached at the lesion site. It was further reported that the detached tip allegedly remains in the occluded vessel. Reportedly, approximately one month post procedure, the patient experienced a cardiovascular event and expired.

Event description:
It was reported that during a recanalization procedure for a highly calcified and stenotic anterior tibial artery and dorsal pedis artery, the recanalization catheter was advanced to the dorsal pedis artery and the distal tip of the recanalization catheter allegedly detached. The pedal arch was occluded. It was further reported that no attempt to retrieve the detached tip was made due to the poor general condition of the patient and the detached tip remains in the occluded vessel. Reportedly, approximately one month post procedure, the patient experienced a cardiovascular event and expired.

Manufacturer narrative:
The reportability of the event has been reclassified as a malfunction emdr. This event was reviewed by the medical director and it has been determined that the patient died of cardiovascular disease and not as a result of the complication reported from use of the crosser catheter and/or tip detachment. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the investigation is inconclusive for tip detachment as the device was not returned and image could not be performed due to poor image quality. Per the reported event the lesion was heavily calcificed and the device was being used at a bent section of the artery which may have contributed to the tip detachment. However, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. Journal article citation: sato, t. (2017). Experience of 3 cases of tip separation during recanalization of severely calcified lower extremity arteries using crosser ¿ how to manage separate tip. Journal of japanese society of vascular therapy, 18(1), 32-36. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.